Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was stated that the customer was given glucose tablets and intravenous glucose to treat. It was stated that the auto mode has never been set up.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent that the customer got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 60 mg/dl at the time of the incident. The customer was given glucose tablets and intravenous fluids to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the caller declined. The caller stated the customer is on dialysis and contracted an intestinal flu and was not eating, which led to the low. The caller stated the customer was having issues with the pump recognizing the sensor. The insulin pump will not be returned for analysis.